Event description:
In 2008, the physician was placing an ivc filter through the left jugular. He could not get access to the right jugular. When placing the filter and releasing it, the primary legs did not open during the beginning of the procedure and after, there was no angiogram or measurement of the cava. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.